Event description:
Reporter stated she had rec'd error messages but did not know what type. Reporter also stated she stopped using meter due to the fact that she kept getting error messages. She has been using her neighbors' meter and her blood glucose has been above 250 mg/dl. Reporter has been using the test strips properly. Reporter also stated that her "vision is blurry" but she thought the messages might have been the er1 message after thinking about it for awhile.